Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway d2b (dqy; lit). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas gold pta balloon catheter. During the procedure, the circular relief on the surface of the balloon that hooked with the stent in the vessel. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one photo was provided and reviewed. The photo shows the atlas gold device. The balloon was seen inflated and circular deformation was seen in surface of the balloon. 3-way stop cock was connected to the inflation luer. No other anomalies were noted. One atlas gold pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted there was fiber disturbance in the middle of the balloon throughout the circumference of the balloon. The balloon was deflated but had hard dried contrast within the balloon and concentrated on the proximal end of the balloon. The device was returned with a 3-way stopcock. During functional testing, the device guidewire lumen was flushed. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted without issues. An in-house presto inflation device was used to inflate the device, but it could not be inflated. It was noted the hard contrast within the balloon did not allow the balloon to inflate. The balloon was cut, and the dried saline contrast was noted within the balloon. No further functional testing was performed. Therefore, the investigation is confirmed for the reported material deformation as fiber disturbance was noted throughout the circumference of the balloon. However, the investigation is inconclusive for the reported entrapment as the conditions of use could not be replicated in the laboratory. A definitive root cause for the reported entrapment and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas gold pta balloon catheter. During the procedure, the circular relief on the surface of the balloon that hooked with the stent in the vessel. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the atlas gold device. The balloon was seen inflated and circular deformation was seen in surface of the balloon. 3-way stop cock was connected to the inflation luer. No other anomalies were noted. Therefore, the investigation is confirmed for the reported material deformation as a circumferential deformation was noted on the surface of the balloon. However, the investigation is inconclusive for the reported entrapment as no objective evidence was provided for review. A definitive root cause for the reported entrapment and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas gold pta balloon catheter. During the procedure, the circular relief on the surface of the balloon that hooked with the stent in the vessel. There was no reported patient injury.